Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection; however, the reported failure of a foreign object within the distal tip of the device was not confirmed upon evaluation. Based on the results of the investigation, the reported device malfunction could not be confirmed during the evaluation. As a result, a definitive root cause could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing of the bronchovideoscope, a foreign object was discovered within the distal tip of the device. There were no patient injuries or patient involvement associated with this event.